Event description:
4-40 stud broke on the handpiece. The stud broke while installing an lcsc5 before a procedure. The pt had not entered the room yet. Another handpiece was used to start the procedure with no pt consequence.